Manufacturer narrative:
Concomitant medical products: product ID neu_ins_stimulator, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported information on behalf of the patient. It was reported that the patient¿s pump device failed. It was then clarified that the patient did not have a pump device, but had a neurostimulator device. No additional information was provided. No patient symptoms were reported. The patient was implanted for spinal pain and complex reg pain syndrome type ii.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.